Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were having a problem with their adaptivestim. Patient said they would be in a position, whether it was sitting, standing, laying down or others, and all of a sudden the intensity would ramp up higher than it was supposed to. When asked event date, patient said about a month ago, but the instances were increasing in frequency. Patient said they had tried turning the intensity down and staying in that position like you would to set the adaptivestim programing, but the next time they changed to that same position, the stimulation would ramp back up just out of nowhere. Patient also said the issue was happening in various positions. Agent asked if the intensity ramped up right away or after a few minutes, and patient said most of the time it would happen after they had been in the position for quite a while. Patient mentioned the other day they were laying on their back and the stimulation went up to 4.5, so they turned intensity back down, and then patient was standing up and walking and the stim intensity went way up to the point where they thoug ht they were going to fall because they couldn't feel their legs. Agent asked, patient said when they felt the stim ramp up they'd check the home screen and see the intensity had increased, but had not gone into the check position option of the menu to check the position intensity programming when the issue happened. Patient unlocked controller during the call and went into check position. Patient reported they were lying on their back and the intensity was set 2.8, which was the intensity they wanted. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and provided nas number for healthcare provider office to call if needed. Patient mentioned they have a doctor appointment in a couple weeks and will see if the doctor can have a rep at that appointment.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.